Event description:
A patient was undergoing a laparoscopic rou-en-y gastric bypass with lysis of adhesions and reduction of hiatal hernia. The harmonic scalpel quit working during the middle of the surgery. The harmonic scalpel was removed from the field and replaced with a working one. Surgery completed without further incidents. There was no injury to the patient.